Event description:
It was reported that pump experienced malfunction with malfunction 6 message and associated fault ID, with no events occurring beforehand and no backup insulin therapy available at time of call. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to contact healthcare provider for backup therapy, was informed that replacement pump with updated software was being sent under warranty.